Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure. According to the complainant, during the procedure, the array was not able to be fully extended. The electrode was withdrawn from the patient, then actuated. When extended, three of the tines were found to be twisted around one another. The procedure was completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
A visual examination of the returned device found that one of the tines was crossed. Functionally, the array was able to be extended and retracted without issue. The tine was manually uncrossed and the array was actuated without the tine crossing. The condition of the returned incident device was consistent with the complaint that tines were crossed. During manufacturing, electrodes are 100% inspected for functionality and integrity so the damage likely occurred due to anatomical/procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure.according to the complainant, during the procedure, the array was not able to be fully extended. The electrode was withdrawn from the patient, then actuated. When extended, three of the tines were found to be twisted around one another. The procedure was completed with another leveen needle electrode.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.